Event description:
It was reported that once the screw and plate were inserted, the surgeon went to put a screw into the hole of the plate and through x-ray, it was noticed that connecting bolt half broke in the locking screw and the remaining part came out with the t-handle.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.